Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-apr-2026: based on what was reported, it was believed that there was no tissue damage. If tissue injury had occurred, it would have been escalated immediately through standard reporting process. Isi did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the base, mid, and tip of the blade. Both blade edges were indented causing the instrument¿s scissors to be dull and not open/close properly/easily. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip is catching. The procedure was completed with no reported injury.